Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: d3 (country type and country), h6 (type of investigation, and investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
H3 other text : device not available.

Event description:
Spouse of consumer reported, no insulin flow when priming pen needles. Stated, primes 2 or 3 units stated, does not over tighten stated, had the issue for the past 9 months with different boxes. Lots "unknown" how many boxes affected over the past 9 months is "unknown". Lot: unknown catalog: 320550 date of event: unknown samples: no cl.